Event description:
We own a cubby bed that has been in use for approximately 13 months. The bed was installed and used according to manufacturer instructions. The top seam enclosure has torn along one entire side, from the foot of the bed to the head, due to fabric tension. This created a large opening that allowed my disabled child to exit the bed, making the device unsafe for its intended purpose. We discontinued use of the device as a result. Additional safety issues involve the zippers. Several zippers do not have a securing mechanism, allowing the intended user to unzip the bed and create openings in the canopy. One zipper stop at the outside foot portion of the bed is missing, allowing the slider to detach completely. The zippers also frequently come off track, causing separation and failure. The manufacturer was notified of these issues, but we have not yet received a response.